Event description:
It was reported that the patient¿s voltage were getting low. The patient was on high settings. The current voltage was 2.56. When the hcp had the patient in the office back in (B)(6) 2012, the battery was at 2.66. The patient was getting warning on the patient programmer. It was possibly elective replacement indicator (eri). The patient had impedance check on (B)(6) 2012. Case 3 had impedance of 202. It was noted that a week after the implant, the implantable neurostimulator was at 2.96 volts.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v386595, implanted: (B)(6) 2010, product type lead; product ID 3389s-40, lot # v386595, implanted: (B)(6) 2010, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).